Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise, oversensing, pacing inhibition with pauses of approximately two seconds, and loss of capture. The patient has spells of pre-syncope. The noise could not be recreated. The device was programmed to maximum outputs and the patient could feel the pacing. The device was reprogrammed to unipolar pace and bipolar sense, and the loss of capture resolved. Further programming recommendations were discussed. No additional adverse patient effects were reported. The lead remains in service.